Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2000 mcg/ml unknown baclofen at a dose of 647 mcg/day via an implantable pump for an unknown indication of use. It was reported that the patient¿s body was ¿soft and floppy¿. The consumer stated that patient was just ¿loose as a noodle¿. The patient couldn¿t even stand up and pivot now, when 4-5 months ago he could. The patient was on a device called a sit to stand. The consumer stated that the patient was just ¿over-medicated with this pump¿. It was stated that the healthcare provider (hcp) was not listening, saying his dosage was way too low. The consumer inquired if the pump could be removed and the patient could go back to oral medications. The event date was unknown. The situation was being addressed by the hcp.